Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Through follow-up with the health-care provider, no further information regarding the reported event was learned. The cause of death remains unknown. It was learned that an autopsy was not performed. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient expired after an implant duration of approximately 0.27 months. The cause of death was not provided.